Manufacturer narrative:
H6: investigation summary the complaint investigation for discrepant results when using the bd max cdiff EU (ref. (B)(4)) lot 0262051 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Data provided by customer allowed to identify the kit lot # involved. Review of the manufacturing records of the bd max cdiff EU indicated that lot 0262051 was manufactured according to specifications and met performance requirements. Customer complained about discrepant low positive results on ct1108 with bd max¿ cdiff kit lot 0262051 which gave negative results upon repeat on another instrument and provided two documents containing instruments analysis as well as database from instrument ct1108. Customer did not mention specific samples, the database was analyzed and positive samples from the last three months were verified. Manual pcr curve adjudication was conducted across all positive samples. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Pcr curve of all positive samples show atypical amplification curves with a step dislocation in the raw pcr signal, generating positive results. However, this type of curve does not correspond to true amplification. Analysis by kit lot # shows that the positive rate is similar for all bd max¿ cdiff kit lots used (twelve in the last year). It is strongly suspected that this kind of curve is caused by an instrument issue for which an instrument complaint for noisy curves and false positive results using the bd max¿ cdiff assay ((B)(4)) was opened and is being investigated by the instrument plant. A work order was opened and new a mux and reader were installed on the deck a side at the end of february 2021. No reagent issue is suspected. There is no indication of an increase in complaints for discrepant result for bd max cdiff EU lot 0262051. The root cause was not identified. Bd cannot confirm the reagent complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported while testing with bd max¿ cdiff false positive results were obtained. Confirmatory testing was performed on different instrument with negative results. There was no impact to patient.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing with bd max¿ cdiff false positive results were obtained. Confirmatory testing was performed on different instrument with negative results. There was no impact to patient.